Manufacturer narrative:
Fujifilm has reviewed the available information and revised our conclusions, and fujifilm submits this supplemental report. [Investigation on the actual device]. The subject scope was inspected at the local service center. The distal end cap was found to be cracked and lifted from the distal end body. It is believed that the distal end cap was damaged when the endoscope distal end portion was caught on the tip of the endotracheal tube and an excessive force was applied in an attempt to pull it out. [Consideration of health hazards]. If the endoscope is forcibly inserted or removed when there is resistance to doing so, such as when the endoscope insertion portion or distal end dap caught on the inner wall or tip of the endotracheal tube, there is a risk of injury to the patient. [Consideration of the cause]. The insertion of the endoscope to the endotracheal tube was confirmed prior to the incident, and lubricant was used during the procedure. The maximum diameter of the scope insertion portion was 6.8 mm, while the inner diameter of the endotracheal tube was 9.0 mm. It is considered that the insertion and removal of the endoscope and endotracheal tube were taken into consideration. However, since the distal end of the endoscope caught on the tip of the endotracheal tube during procedure, it is believed that it made difficult to remove the scope insertion portion from endotracheal tube.

Manufacturer narrative:
[Investigation on the actual device] the subject scope was inspected at the local service center. The distal end cap was found to be cracked and lifted from the distal end body. It is believed that the distal end cap was damaged when the endoscope insertion portion was caught on the inner wall of the endotracheal tube and an excessive force was applied in an attempt to pull it out. [Consderation of health hazards] if the scope insertion portion caught on the inner wall of the endotracheal tube and blocked the space inside the endotracheal tube, the patient's breathing could be disturbed. [Consideration of the cause] the insertion of the endoscope to the endotracheal tube was confirmed prior to the incident, and lubricant was used during the procedure. The maximum diameter of the scope insertion portion was 6.8 mm, while the inner diameter of the endotracheal tube was 9.0 mm. Although the necessary measures were taken when the scope and endotracheal tube were used in combination, since the patient's large blood volume flowed into the endotracheal tube during the procedure, it is believed that it made difficult to remove the scope insertion portion from endotracheal tube.

Event description:
On (B)(6) 2023, fujifilm corporation was informed of an event involving eb-530t. It was reported that the lens is broken. In addition, airway endo tracheal tube became clogged with blood. The procedure was the cryo debulking of an airway mass using eb-530t. Things went as expected until the patient's airway tore and mass bleeding occurred. The scope was once removed from the patient's body with the entire endotracheal tube, and the endotracheal tube and scope were exchanged and the procedure was continued. This progressed into a resuscitation event. There was patient demise, but the patient's bleeding and death were not due to the scope problem.